Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: capstone cage (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a l3-l4 posterior fusion using rhbmp-2/acs, allograft, autograft and a capstone peek cage. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient required extensive medical treatment". Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basicactivities of daily living".

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with lumbar canal stenosis, l3-l4 and grade 1 spondylolisthesis, l3 over l4 and underwent the following procedures: exploration of fusion l4-l5. Removal of hardware l4-l5. New posterior instrumentation l3-l4. New posterior fusion l3-l4. Allograft with rhbmp-2/acs. Local bone graft. Interbody cage l3-l4. Interbody fusion l3-l4. As per op-notes, ¿the fusion was explored and was confirmed to be adequate. Then a 7.5 mm x 45 mm pedicular screw was placed in the left l4 pedicular tract. Similarly a 7.5 mm x 45 mm pedicular screw was placed in the right l4 pedicular tract. Then, a 10 mm x 22 mm peek interbody cage loaded with a collagen sponge containing rhbmp-2 as well as autograft was placed in the l3-l4 disc space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.